Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was noted that fours screws holding the air gas module was loose. The screws were not tightened when the user did preventive maintenance. The screws were tightened and the ventilator passed pre-use check and no leakage was noted. The ventilator passed all functional and safety tests and was cleared for clinical use. There was no ventilator malfunction. The root cause of the event was the untightened screws. This will be detected during pre-use check.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator's air gas module was leaking internally. There was no patient harm. Manufacturer's ref. #: (B)(4).